Event description:
A company represented reported on behalf of the customer; gantry intermittently drops when the power is switched off. No patient involvement was reported. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).